Event description:
The patient reported that the ok keypad button became intermittently unresponsive two and a half weeks ago, and the contrast button is unresponsive. She confirmed that the keypad is intact; stated that she wears the pump in a pouch; and denied cleaning the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive. There was evidence of contamination found under all key contacts.